Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and was able to reproduce the issue during in-house testing. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 1126/31226). The unit was also tested on a patient side cart fixture test platform (pftp) and fiber test failed pointing to the rolling loop, clock spring and parallelogram. Once testing was completed, the fibers were aba (applied behavior analysis) tested, and it was verified to be the source of the fault. The probable root cause is attributed to the rolling loop, clock spring and parallelogram assembly in the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site to service system for intermittent 23098 errors coming from the universal surgical manipulator (usm) 3. The fse replaced usm to resolve issue. System passed all applicable tests and inspections. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered repeated recoverable errors on the universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical service engineer confirmed the reported faults in the system logs. The procedure outcome is unknown with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.